Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 at 6:45 a.m. With a blood glucose level of 762 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was stabilized after 24 hours. The customer was wearing the insulin pump during the hospitalization. Further troubleshooting was declined. The customer also reported receiving an unexpected restart alarm and troubleshooting was performed. The customer reported that there was no temp basal programmed prior to the unexpected restart alarm and that insulin pump was not stored or not in used for an extended period of time. The customer also stated the alarm did not occur shortly during battery change and was not recurring during normal use. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer could not clear the alarm. It was also indicated that the customer declined a replacement insulin pump and also declined troubleshooting for unresponsive keypad mentioned. The insulin pump will not be returned for analysis.